Event description:
It was reported that a skin reaction occurred. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced itching, skin burning sensation, redness, and blisters. It was unspecified whether the reactions first appeared at the needle puncture site or beneath the sensor patch. On (B)(6) 2025, the patient started taking a prescription oral pain medication (oxycodone) and used an unspecified over-the-counter cream. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).